Event description:
It was reported the patient was ¿in a lot of pain¿ and ¿needed someone to program the implant for her¿ as of ¿about six months¿ prior to report. ¿about six weeks¿ prior to report the patient had attempted to reprogram her implantable neurostimulator (ins) herself ¿and different things happened.¿ the patient then reportedly ¿said oh the heck with it¿ and turned the ins off. The patient experienced a loss of therapeutic effect at the time of report. The patient reported she ¿couldn¿t get it back on¿ at the time of report, however, the patient later clarified ¿she could get it back on, but couldn¿t program it.¿ the patient¿s ins was allegedly ¿sending signals to the wrong areas.¿ the patient was redirected to her healthcare provider (hcp). Additional information received reported the patient did not have concerns with his device or therapy. However, it was noted the patient was waiting to have an appointment to have the leads in their back relocated. The patient thought it would be sometime in (B)(6) of 2015. It was noted that a neurosurgeon would be operating and that the patient was working with a manufacturer representative (rep). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3587a, lot# n0023639, implanted: (B)(6) 2005, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n305321, implanted: (B)(6) 2014, product type: adapter. Product ID: 3587a, lot# n0023639, implanted: (B)(6) 2005, product type: lead. (B)(4).